Event description:
The user facility¿s biomed reported for an automated impella controller (aic) that a battery failure was observed. A loaner console sent to initiate the return of aic. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported battery failure issue has been completed. The product was returned, and the issue was confirmed. Data analysis: logs are consistent with complaint intake. Subsequent boots following the complaint date trigger these alarms. Log analysis of the battery data reveals that beginning before the complaint date of occurrence, cell 4 voltage of battery 1 had been declining for an extended period of time. Device analysis: console arrived in danvers. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When console was booted for the first time in danvers, console alarms are consistent with what was seen in the field. When visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. Per the results of the clinical review and investigation, the root cause was determined to be due to a defective battery. This report is being filed as part of a retrospective review of historical records.